Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, the results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: d8, d9 (date returned), h2, h3, h6 corrected fields: b5. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 40 cfu. Bacterial identification: bacilli gram +. Device was decontaminated and retested: sampling date: (B)(6) 2025. Sampling from: operating channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: aspiration channel. Cfu: 1 cfu. Bacterial identification: kocurla sp. Sampling date: (B)(6) 2025. Sampling from: air channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: water/jet channel. Cfu: <1 cfu. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for <1 colony forming units (cfus) in the water jet channel, >80 cfus of pseudomonas aeruginosa in the operator suction channel, 47 cfus of providencia rettgeri in the air/water channel, and >80 cfus of pseudomonas aeruginosa in the operator channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for less than 1 colony forming units (cfus) of unspecified contamination. The device was retested on (B)(6) 2025, and it tested positive for more than 80 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2025, and tested positive for 47 cfus of providencia retlgeri. The device was tested again on (B)(6) 2025, and tested positive for more than 80 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.